Event description:
Pt underwent an uncomplicated anterior colporrhaphy with gynemesh reinforcement in 2006. Vaginal walls were clean, dry and intact at postop check the next month. Pt is a 1 ppd smoker but without other medical problems. She began complaining of vaginal d/c with odor 4 months later treated with clindesse and later diflucan and premarin cream. Next visit was three at which time a 1cm mesh exposure was seen and treated with po flagyl and premarin cream. She didn't follow up due to her work schedule until 2007 at which time the same 1 cm defect was noted and she was scheduled for surgical excision and re-suturing of the epithelium. At surgery, however, an approx 4x4cm dark grey piece of mesh was seen anteriorly with basically complete ant. Vaginal wall dehiscence. The mesh came out easily in one piece and was not incorporated into the underlying pubovesical fasica at all. Culture of the mesh yielded many b. Fragilis, fusobacterium, bacteroides gracilis, prevotella, staph saccharolyticus and peptostreptococcus. One month postop from the excision site she is now completely healed with no complaints of discharge or odor.